Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that while monitoring telemetry patients, the xhibit central station froze and prevented further monitoring of the patients and interaction with the device. There was no patient or user harm associated with this event.